Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The clinical engineer was not able to duplicate the malfunction. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction, however, errors were found in the diagnostic logs. The cse replaced the breath delivery unit (bdu) cpu pcb and breath delivery (bd) cable. The unit passed extended self-testing.